Event description:
Customer obtained results of 412mg/dl, 220mg/dl,125mg/dl and 47mg/dl on the accu-chek compact system within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.